Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a conductor fracture. A replacement or additional lead was planned. As of this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes.

Event description:
It was reported that the right ventricular (rv) lead exhibited a conductor fracture. A replacement or additional lead was planned. As of this time, the lead remains in service. No adverse patient effects were reported.